Manufacturer narrative:
H10: the device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: based on additional information received, the revaclear 400 dialyzer was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the devices being used for therapy were a revaclear 400 dialyzer and an ak96 machine.

Manufacturer narrative:
Borgmester ib juuls vej 1. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during home dialysis treatment with a revaclear 400 dialyzer, the patient experienced shortness of breath and chest pressure two hours into treatment. The treatment was interrupted without blood return. The patient was admitted to the hospital and was diagnosed with hemolytic anemia. The patient was treated with ciprofloxacin (ciproxin) and remained hospitalized for six days. The patient outcome was not reported. No additional information is available.